Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: fracture, infection, inappropriate shocks, oversensing, impedance rise, dislodgement, and revision for other non-specified reasons. There are patient deaths referenced in the article; however, the article did not infer or indicate that any of the deaths were lead-related. The cause of the deaths is unknown. The status of the leads is unknown, although many were said to be revised. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. There is no information given as to the date of deaths for any of the patients; therefore, the date of death included in this report is purely an estimate. Referenced article: "sprint fidelis lead fractures in patients with cardiac resynchronization therapy devices: insight from the (B)(4) study." Circulation. (B)(4).